Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, device noisy, dry eyes. There was no serious patient harm or injury. No medical intervention was specified by the patient. During the investigation, the manufacturer observed pil observed a white powder-like contaminant in the pollen filter area of the blower box. The same type of powder-like contaminant was observed on the pca, and on the p4 connector wires that attach to the pca. The top enclosure, bottom enclosure, and blower box were observed to have a thin layer of a powder-like contaminant on them. The blower cap, inside and outside of the blower, blower seal, blower isolators, and on the blower box under the blower were all contaminated with the same powder-like substance. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, device noisy, dry eyes there was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.